Event description:
It has been reported that the patient received an humeral head 44-16 on the right side on (B)(6) 2014 and has been experiencing mild calcar resorption revealed by x-rays. The patient is being monitored.

Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. Surgical report and x-rays were received for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
The product was not returned for investigation. The patient has not been revised. The device history records were reviewed and found to be conforming. No trend identified. The compatibility check was performed and showed, that the product combination was approved by zimmer. Review of incoming information: it was reported that a patient received the implant on (B)(6) 2014 and has been experiencing mild calcar resorption. X-rays performed 6 week after implantation and x-rays performed 6 months after implantation were returned. The bone structure 6 weeks and 6 months after implantation was compared. It seems that in the proximal part of the calcar there are signs of bone resorption after 6 months but this is very difficult to assess since the pictures have a different brightness. On the x-rays an unknown metallic plates is visible. The implant seems to be well positioned and there are no conspicuous differences between the images. Implantation report states that patient received a right total shoulder arthroplasty on (B)(6) 2014 due to osteoarthritis. Bone quality in humeral metaphysis was assessed as excellent. Moreover, in the report it is stated tha a metallic plate was used to repair the subscapularis. No other conspicuous information. Possible causes for the reported event: fracture of the bone, loosening or migration of the prosthesis due to stress shielding (bone remodeling) or due to due to insufficient primary stability due to too short anchoring (not resulting in an osseo integrated fixation). Possible as it is reported that patient was experiencing resorption. Loosening or migration of the prosthesis due to incorrect implant/instrument relationship (insufficient primary stability). Possible as it was reported that patient was experiencing resorption only after 6 months. Damage to bone through intraoperative corrections affect performance in-vivo (i.e. Loosening, migration, misalignment) due to intraoperative corrections might contribute to poor long-term results. Possible as the surgical report states that an unknown (not manufactured by zimmer (B)(4)) anchoring plates has been used (which is visible in the x-rays) which could contribute to resorption. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).